Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to malfunction. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the rv lead was explanted due to increased lead impedance.